Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result(s). Customer stated that they thought these tests were fine, but they bought two and couldn't read the results for either person tested. Looked like a very faint line if you looked really hard. They had to order two tests of a different brand and to get clear positive results. They were annoyed that they wasted their money when they had to buy different tests.